Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported having volume problems with their audible alarm tones. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.